Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5081028/5081030; model/catalog description:  linear st lead kit 50 cm. The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital due to infection at ipg and lead site. Symptoms of redness and draining was noted. The patient underwent an explant procedure wherein everything was removed. The physician believe the infection was not device related. No device malfunction was suspected. The patient was doing well postoperatively.